Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a high blood glucose of 450 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via insulin pen. Troubleshooting for the high blood glucose was provided. Customer reported finding large air bubbles in the infusion set. The customer was advised to replace infusion set and reservoir. The insulin pump will not return for analysis. Frn-unknown model-reservoir.